Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone and email address were not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (30628887) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, while advancing the 2.5mm x 2.5cm orbit galaxy complex xtrasoft coil (640cx2525 / 30566748) through the microcatheter, there was resistance and the coil became stuck / impeded in the microcatheter. The coil was removed and another coil, a 2mm x 1.5cm orbit galaxy complex xtrasoft (640cx0201 / 30628887) was used but the coil got stretched. The reported event delayed the procedure for half an hour, it was not reported whether this delay was clinically significant. It was reported that the procedure was successfully completed; there was no report of any patient adverse event or injury.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 13-jun-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, while advancing the 2.5mm x 2.5cm orbit galaxy complex xtrasoft coil (640cx2525 / 30566748) through the microcatheter, there was resistance and the coil became stuck / impeded in the microcatheter. The coil was removed and another coil, a 2mm x 1.5cm orbit galaxy complex xtrasoft (640cx0201 / 30628887) was used but the coil got stretched. The reported event delayed the procedure for half an hour, it was not reported whether this delay was clinically significant. It was reported that the procedure was successfully completed; there was no report of any patient adverse event or injury. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 2mm x 1.5cm orbit galaxy complex xtrasoft was received. Visual inspection was performed. The complaint device was observed in good condition without any appearance of damages nor anomalies. Microscopic inspection was performed. Under magnification, it was noted that the embolic coil component was inside the introducer still attached to the rest of the device. Residues of dried blood could be noted inside the introducer. The embolic coil was observed in good condition. The reported stretched condition was not observed on the embolic coil. The embolic coil component was measured to confirm if the correct device was received, and it was confirmed at 0.5900 in. (1.4986 cm) long. The failure reported by the user could not be confirmed since the returned device was found to be in good condition during the visual and microscopic inspections. The appearance of the returned device does not indicate any issue during its manipulation as none of the components were found to be damaged. Based on the characteristics noted on the returned device, it was confirmed to be the product code reported (640cx0201), however, it is possible that another device had been sent. Should more information be received at a later date, this investigation will be reopened and updated accordingly. A review of the manufacturing documentation associated with this lot (30628887) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following precautions: never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. If friction is noted with any subsequent detachable coil system, carefully examine the detachable coil system and the infusion catheter for possible damage. Replace both if necessary. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00318 and 3008114965-2022-00448. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.